Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed the presence of bubbles in the collor gravity module (cgm) tubing and traced it back to the syringe pump. There was an air leak within the glass tube of the syringe pump. In order to resolve the issue, the fse tightened the screw just above the glass casing of the syringe pump. He then ran qc twice and verified instrument performance. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer stated they are failing ca urine bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
Describe event or problem entry was made to correctly state what the customer reported.

Event description:
The customer reported having intermittent failures of ca & cb controls for blood on their ichem velocity automated urine chemistry system.